Event description:
(B)(6) year old male admitted to long stay residential care requiring subcutaneous infusion to assist with maintaining hydration. Safetouch scalp vein set was placed on (B)(6) 2019. On (B)(6) 2019, at 2:30am, nurse noted that subcutaneous fluids were leaking from the site. The site was inspected and it was noted that the butterfly wings had no needle present. Bed/laundry searched to see if needle was present, but needle was not located. The physician then ordered an x-ray on (B)(6) 2019. X-ray showed needle to be in the upper left arm of the patient. Per the facility staff, physician considered surgical procedure to remove the needle, but the patient was an elderly man who was very sick and who subsequently died. Per the medical staff the patient's death was unrelated to this incident. There was no medical action taken to remove the needle and the needle was left in the patient's arm. The incident was reported to hospital management but it was not treated as a serious incident and no sir was made. They disclosed the incident to the family.